Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms, including surgery for relief of these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('possible pid') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, nausea, dizziness, right lower quadrant pain, uterine fibroid, ovarian cyst, nabothian cyst, uterine mass and adenomyosis. Previously administered products included for an unreported indication: doxycycline, cefoxitin, simethicone, colace and norco. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("menorrhagia/ abnormal bleeding vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). On (B)(6) 2011, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced increased tendency to bruise ("rashes or skin condition bruise easily ; dark patches") and skin discolouration ("rashes or skin condition bruise easily ; dark patches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection, total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety, depression, fatigue, weight increased, increased tendency to bruise and skin discolouration outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, increased tendency to bruise, menorrhagia, pelvic inflammatory disease, pelvic pain, skin discolouration, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms, including surgery for relief of these symptoms. Discrepancy noted insertion 2006 and now (B)(6) 2010. Discrepant information received regarding device removal, essure not removed as per current followup. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received: essure product coding updated to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("possible pid") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, nausea, dizziness, right lower quadrant pain, uterine fibroid, ovarian cyst, nabothian cyst, uterine mass and adenomyosis. Previously administered products included for an unreported indication: doxycycline, cefoxitin, simethicone, colace and norco. In 2006, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2011, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2012, the patient experienced increased tendency to bruise ("rashes or skin condition ¿ bruise easily ; dark patches") and skin discolouration ("rashes or skin condition ¿ bruise easily ; dark patches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection, total abdominal hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety, depression, fatigue, weight increased, increased tendency to bruise and skin discolouration outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, increased tendency to bruise, menorrhagia, pelvic inflammatory disease, pelvic pain, skin discolouration, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms, including surgery for relief of these symptoms. Discrepancy noted insertion 2006 and now (B)(6)2010 discrepant information received regarding device removal, essure not removed as per current followup. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs and mr received : new events - abnormal bleeding (vaginal), fatigue, weight gain, contusion, skin discoloration. Event pid added from mr. Reporter contact information was added and updated. Onset dates of events were added. Patient's demographics were added. Medical history was added. Historical drugs were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms, including surgery for relief of these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.